Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t . Error e7 reproducible on site - stirring mechanism defective, pump stuck. Device is not ready for use and requires follow-up use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed error messages patient circuit: stirring mechanism) will not start (e05) and pump 1 is blocked (e07) during a procedure. There is no report of any patient injury.

Manufacturer narrative:
H11: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. It was found that the patient pump 1 and the stirrer mechanism bearings were damaged. Based on the above-mentioned findings, the patient pump 1 and the stirrer motor were replaced. Functional verification checks were performed and passed positively. The unit was put back in service. A device service history review has been performed and identified that the unit was manufactured in 2017 and no other similar events have been reported. Based on the collected information, the cause of the error messages has been traced back to damage to the bearings.